Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 140 units and remained static. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded to address the issue.